Event description:
Patients grandmother, contacted genesis¿s healthcare provider to report a problem with the pump, which would not charge or turn on. This issue arose after the pump was left in a car following a car accident, resulting in a dead battery. There was no adverse impact to the customer¿s blood glucose level. Efforts were made to reach out to the spanish-speaking family for troubleshooting assistance, with the recommended time for contact being after 3:30 pm when minor is home from school.